Event description:
A (B)(6) male pt's battery pack was returned to zoll for battery pack faults. The pt was issued a replacement battery pack. During servicing, the battery pack would not power up a monitor.

Manufacturer narrative:
Device eval summary - device eval of battery pack sn (B)(4) is currently underway. The reported problem (battery will not power up monitor) has been confirmed. As received, the battery would not power on a monitor and would not charge in a charger. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.